Event description:
The customer reported that during a right lower angiogram cine loop, the 9900 system would stop in middle and start replaying the loop on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.